Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve bypass procedure. The suturing device was being used to over sew the gastrostomies. Half of the needle snapped off of the suturing device and fell into the patient's cavity. There was limited exploration to attempt to retrieved the needle fragment. This was soon aborted and routine patient closure was implemented. There was no additional patient harm. The patient status is alive, no injury.